Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 1624 mg/dl at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect blood glucose value information. The correct information has been provided with this report.(B)(4).

Event description:
It was reported that blood glucose value was not 1624 mg/dl actually it is 162 mg/dl.